Manufacturer narrative:
Additional information was received that possible fracture was from patient¿s fall and previous revision procedure wherein the leads were repositioned. The patient underwent a revision procedure wherein four leads were explanted and new leads were implanted. Lead fracture was not seen during the current revision. After the procedure, the patient was still experiencing shocking and jolting sensation at various times. Database analysis was performed and confirmed there was a low impedance on port c contact 2. The port c was showing extremely low impedance of 7 and even though green, it could be why ipg was shocking or jolting the patient randomly. Device malfunction was suspected with the ipg. The patient will undergo an ipg replacement procedure. Additional suspect medical device components involved in the event: model #: sc-2366-70, serial/lot #: (B)(4), description: linear 3-6 lead, 70cm. Model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing jolts and shocks when turning off the stimulation. Database analysis revealed that the impedance measurements showed 1 contact with a low value. The program settings were reviewed and one of the used programs uses this contact. The program usage showed that stimulation settings were not high and not increased that much. It was noted that there was unexplainable jolts when turning on or off and turning the amplitude up to the point where stimulation cannot be programmed or used. It was suspected that there might be fractured leads. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing jolts and shocks when turning off the stimulation. Database analysis revealed that the impedance measurements showed 1 contact with a low value. The program settings were reviewed and one of the used programs uses this contact. The program usage showed that stimulation settings were not high and not increased that much. It was noted that there was unexplainable jolts when turning on or off and turning the amplitude up to the point where stimulation cannot be programmed or used. It was suspected that there might be fractured leads. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. Sc-2366-70 (sn (B)(4)): device evaluation indicated that the devices passed all tests performed. Visual/x-ray inspections and impedance measurements were performed to ensure the device integrity. No anomalies were found. Sc-1132 (sn (B)(4)): the complaint of the stimulation anomalies was confirmed. The impedance of e2 was extremely low (6 ohms), and the stimulation output from the electrode was significantly higher than the expected value. During testing, it was determined that the asic-u2 had sustained damage to the case cell driver node. As a result of the damage, the device was depositing excessive charge on the output. The root cause of the damage was unknown.

Event description:
A report was received that the patient was experiencing jolts and shocks when turning off the stimulation. Database analysis revealed that the impedance measurements showed 1 contact with a low value. The program settings were reviewed and one of the used programs uses this contact. The program usage showed that stimulation settings were not high and not increased that much. It was noted that there was unexplainable jolts when turning on or off and turning the amplitude up to the point where stimulation cannot be programmed or used. It was suspected that there might be fractured leads. The patient will undergo a revision procedure.